Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter alleging that a pump delivered a un-programmed bolus of 7.6 units. As a result of the alleged issue, the reporter claimed that the pt had a low blood glucose (bg) episode while at school. The pt's bg level reported dropped to "24 mg/dl". She also allegedly developed symptoms of dizziness and disorientation. The pt was treated with glucose tablets, soda, and fast food. The keypad was reportedly intact. No issue with button presses was alleged. All buttons clicked and felt normal. The pump was not used in water. The pump's time and date were correct. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the pump allegedly administered an un-programmed bolus.